Event description:
Reporter stated that the lancet device carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. Reporter indicated that no accidental puncture occurred as a result. Reporter did not provide the location where the problem was first discovered. At the time of the report, the suspect product had been discarded. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The softclix lancet device is the suspect product.